Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention (n=20) and return devices were tested with in-house clinical hcg negative serum samples and hcg 2 miu/ml serum sample, all results were negative at 5 min read time and met qc specification. No false positives were obtained. Return 1 vial serum sample was tested with return and retain devices (n=1/ea), all results showed negative at 5 min and weak positive at 7 minute read time. Return serum sent to reference lab to perform hcg quantitative, the result showed hcg 8.6 miu/ml which is closed to product cutoff level in 10 miu/ml. Per pi, "a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used." Mfg batch record review did not uncover any abnormalities. Product met qc specification and no problem found.

Event description:
It was reported that on (B)(6) 2015 a patient, age > 50, had her serum tested using the cardinal health rapid test hcg combo 30t and received a positive result. The same serum sample was tested later in the day with roche's cobas analyzer with a quant result of 6.7 miu/ml.